Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.

Event description:
Reports false negative result compared to unknown test used by health care provider. Patient was symptomatic. No apparent adverse event.